Event description:
It was reported that patient stopped charging their ipg as recommended, causing their ipg to become inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, patient has effective therapy.